Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and the pump. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.